Manufacturer narrative:
The investigation of vascular damage - peripheral vessel has been completed. Data logs are not relevant to the complication and the product was not returned for investigation. Vascular damage was reported through the impact study. The source of the bleed was unknown, but it was believed to likely be in relation to the impella. The patient had an aortic valve replacement procedure just before impella insertion. Due to limited clinical details, the root cause of the vascular damage could not be determined. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25859 as it is unknown if the initial reporter also sent the report to the food and drug administration. G.1 revised reporting contact fax number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-25859. H.6 code 4641 was reported incorrectly on the initial manufacturer device report number 1220648-2025-25859.

Event description:
It was reported via impact documentation that a patient on impella 5.5 support experienced acute blood loss anemia. It was alleged that the condition had a probable relationship to the implant procedure. The patient was given one unit of packed red bleed cells to treat the condition. The patient's condition was listed as stable following the intervention.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed.